Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter mandrel was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "damaged mandrel."

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9361361, and no quality issues were found during production. Our quality engineer reviewed the provided photos but could not identify any reported defects with the units. The provided photos didn't provide a clear view of the units inside of the packaging to make an accurate assessment. Based off the provided photos the engineer was unable to verify the reported defect. A physical sample would be required to determine a definitive root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter mandrel was damaged. The following information was provided by the initial reporter, translated from spanish to english: "damaged mandrel."